Manufacturer narrative:
Device analysis: the filter wire device was returned inside its original packaging coil inside of its original pouch. The filter bag was retracted fully into the delivery sheath with 5 mm of the nose cone exposed out of the distal tip. The radiopaque tip of the protection wire has a "j" hook. The filter wire is broken at approximately 105 cm measured from the distal tip of the protection wire. The delivery sheath has a 20.5 cm stretch from 100 cm to 120.5 cm measured from the distal tip of the delivery sheath. The delivery sheath was kinked at approximately 159 cm measured from the distal tip of the delivery sheath. Was unable to perform the functional test, sheathing/unsheathing, since the protection wire was broken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is user related as the fractured protection wire and the stretched delivery sheath is most likely a result of excessive force being used during the procedure which is not in accordance with the dfu. (B)(4).

Event description:
This complaint is now reportable based on the returned device analysis completed on 08/24/2009. It was reported that during a carotid stenting treatment procedure deployment failure occurred. An unspecified wallstent had been advanced over a fw ez 190 cm mt to treat an unspecified target lesion in the internal carotid artery. The filterwire did not allow for the deployment of the wallstent. The unspecified introducer, the wallstent anf filterwire were all removed. The wallstent was readvanced over a new filterwire and the procedure was successfully completed. There were no patient complications with the patient's current condition listed as stable. However, analysis of the returned device revealed a broken protection wire.